Manufacturer narrative:
Continuation of d10: product ID 37085-60 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2024: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(6), ubd: 30-sep-2014, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 01-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right and left impedances were all normal prior to battery replacement procedure. When replacing the right extension wire, the surgeon screwed the it into place without the it being completely flush, damaging the electrodes and causing contacts 9, 10, and 11 to have out of range impedance values (>40k ohms). Surgeon removed the extension wire and wiped with wet and dry raytec before reinserting. They noted that there was visible damage to the extension (kink in the extension preventing from inserting fully). Impedances were out of range upon repeat checks. Extension was removed and reinserted several times with no resolution to the impedances. Patient receives stimulation therapy on contact 9. The extension wire was replaced on october 31st. No symptoms were reported. Additional information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported while making an incision to expose the lead and lead cap (at the proximal end of the leads), the hcp nicked the body of the right lead and exposed the wires damaging the insulation. The rep noted the extension wires were initially implanted in october of 2010 and as a result the lead cap (at the proximal end of the lead) were relatively scarred into the tissue. Impedances were checked and were all within normal limits with subsequent impedance checks being green. The hcp refused to tie the boot with ligatures to avoid damaging the equipment further. Therapy was returned and the patient had no complaints immediately following the procedure. According to the hcp no further actions were needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.